Event description:
It was reported that during a procedure, a doctor inadvertently inserted a non-preloaded lens into the eye in a partially backwards orientation, which caused a problem where the lens was not released, necessitating the removal of both the lens and the inserter. The lens was not released into the eye but unplanned sutures were required. There were no injuries to the patient. The patient is fully recovered. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 18, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received stuck inside a cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used. Stress marks were observed on the cartridge but were in specification for a used device. The lens could not be removed from the cartridge for further evaluation. No further evaluation was performed. The complaint issue was not identified during product evaluation. However, the complaint issue "use error" was confirmed as it was stated the lens "was inadvertently inserted partially backwards". Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.